Event description:
A pt reported blood glucose results of "162 and 290 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Pt was unable to perform a control solution test since the control solution is expired. The meter and test strips were replaced.